Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reloaded the software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the 9900 system displayed a communication error message. No patient injury was reported.